Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and easy touch lancing device and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the firing mechanism on the customer's adc lancing device would not fire and he was therefore unable to check his blood glucose. On (B)(6) 2021, the customer experienced dizziness and self-presented to a hospital where he lost consciousness. Blood glucose results of 23 mg/dl and 36 mg/dl were obtained, the customer was diagnosed with hypoglycemia and administered intravenous glucose. The customer was also given juice during his hospitalization. The customer was discharged on (B)(6) 2021. There was no report of death or permanent impairment associated with this event.